Manufacturer narrative:
(B)(4) this report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced a break in aseptic technique. The breach in aseptic technique was further described as the patient did not wash their hands during therapy. The event was manifested by cloudy effluent. On an unknown date, the patient was hospitalized for peritonitis. On an unknown date, the patient started treatment with unspecified antibiotics (drug names, doses, routes, frequencies, and durations not reported) for peritonitis. Dianeal and extraneal therapies remained ongoing. Two days after the event onset, the patient was discharged from the hospital. At the time of this report, the patient had recovered from the peritonitis event. It was not reported if the patient was retrained on proper aseptic technique. No additional information is available.